Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted a piece of eschar inside the blade channel of the device. During functional testing, engineering activated the device on arteries and concluded that the device performed to specifications after all tissue samples were sealed within an acceptable burst pressure range. Additionally, after removing a piece of eschar from the blade channel, engineering confirmed that the blade was able to retract smoothly along the full length of the jaws without any cutting issues when activated on the arteries. Engineering also extracted the device activation logs from a microchip in the device plug and was able to confirm the device lot. Similar events have shown that if the handles of the device are not fully closed when the blade is deployed, the cutting performance of the device is hindered. The instructions for use states "warning: do not release compression on the ring handles until after the tissue/vessel has been cut and the blade lever fully released." Although the exact root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "device was working great, but approximately a third of the way through the case, they both dr. (B)(6) felt the device was not sealing/cutting as well as it had been. They went to take the inferior thyroid artery and it did not seal it. Not much blood was lost as they sealed it again and it stopped the bleeding. The case was completed and with no adverse events." Patient status "normal."